Event description:
It was reported via edwards sales that a 23 mm aortic valve was explanted after an implant duration of approximately 7 years. The following description was provided by the operating room nurse, "surgeon explanted a prosthetic valve on (B)(6). She was an emergency aortic dissection from an outside hospital and we did not have any records on her. She had two previous avr's in the past." No additional information has been provided by the hcp, attempts are ongoing.

Event description:
Medical records indicate as follows: " this is a (B)(6) female, who has had 2 previous cardiac operations. Her second operation involved an aortic valve replacement using a bovine pericardial valve. She has a known ascending aortic aneurysm which is now ruptured but fortunately contained due to adhesions from 2 previous sternotomies. The patient was taken to the operating room urgently for surgery." Findings indicate: " atherosclerotic aneurysm of the ascending aorta with rupture posteriorly and contained rupture. There is hematoma tracking lateral to the right atrium. Previous bovine pericardial valve (subject device) is intact but partially thrombosed with clot on the aortic side. There are suture lines around both coronary arteries as well as suture lines at the proximal aorta and distal aorta which suggests previous aortic root replacement with homograft. Completion echo shows a well-seated mechanical 25-mm mechanical valve-graft."

Manufacturer narrative:
The explanted device has been arranged for return and evaluated; however, not yet received. Attempts to obtain the operative report and patient medical history are ongoing. The hcp has not yet provided any additional information regarding this event. The mode of valve failure (if any) has not been provided.

Manufacturer narrative:
Device evaluation: as received, minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate at the stent inflow. A hematoma was also observed on leaflet 1. Free margins of leaflets 1 and 3 also appeared thickened at commissures 1 and 3. A hole was also observed on leaflet 1 at commissure 1, however hole did not penetrate through the thickness of the tissue. No visible damage to wireform. Additional manufacturer narrative: device evaluation indicates the presence of minimal to moderate host tissue overgrowth; however, no calcification was detected in the leaflets. As initially reported, and stated in the medical records, the patient was admitted for an urgent surgery to repair her known ascending aortic aneurysm which had ruptured. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.